Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as an open wound/ infection on the ribcage. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed zinc ointment for the open wound. Follow up indicated that the open wound improved.